Event description:
It was reported that during a hysteroscopy case with a hologic fluent case, on (B)(6) 2025, the customer reported that the filter sock along the specimen trap burst and all waste material and specimens were lost. The cartridge was replaced and the procedure was completed. No additional issues reported. No harm to the patient or staff reported, and it was confirmed that the tissue samples were lost. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.